Manufacturer narrative:
Additional information was received indicating that the event occurred during testing; there was no patient injury.

Event description:
It was reported that (B)(6) infusion pump alarmed battery drained prematurely'. No patient or clinician injury.